Event description:
It was reported that during a ptca/stenting procedure, following pre-dilation, another manufacturer's stent was deployed in the lad, then a series of post-dilatations were performed. Angiography revealed a negative 10% residual throughout the stent. There was occlusion of the first diagonal branch which arose from within the stent. The physician initially was unable to advance a wire across the occluded diagonal branch, but then was able to cross and advanced to the distal diagonal branch. Following dilatation with several balloons, there was 30-40% ostial stenosis with restoration of tim iii blood flow in the diagonal branch and the lad stent was widely patent. The wire was withdrawn. On final angiography it was noted that approx 1 cm of the floppy tip of the wire remained in the distal diagonal branch with the distal tip embedded in the sub-branch of the distal diagonal branch. The proximal tip of the fractured wire was in the main lumen of the diagonal branch pointing toward the endocardial surface of the vessel. There was no evidence of perforation or dye staining. The distal tip was firmly wedged and it appeared too far distal in the vessel to use a snare for retrieval. The physician felt that risk of adverse outcomes or perforation were low enough that attempts to remove the wire should not be undertaken. The pt left the cath lab pain free and in stable condition.